Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime/fill anomaly. The customer's blood glucose was unknown at the time of the incident. Customer stated that when reservoir was inserted into the insulin pump, the insulin squirted out without pressing act button. The customer indicated the drive support cap was recessed. Customer stated that insulin pump passed displacement test and self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.